Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an umbilical hernia. It was reported that after implant, the patient experienced peritoneal fungal infection with abscess, small bowel obstruction and pain. Treatment included surgical removal of the mesh. The patient later deceased, and the conditions of expiration are not available.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. Additional information: weight in lbs, date of death. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an umbilical hernia. It was reported that after implant, the patient experienced recurring peritoneal fungal infection with abscess, small bowel obstruction, nausea, peritonitis, vomiting, biliary dyskinesia, end-stage renal disease, malnutrition, hypertension, heart disease, adhesions, scarring, fibrinous exudate, purulent discharge and pain. Treatment included surgical removal of the mesh, peritoneal dialysis, peritoneal lavage and drainage, diagnostic laparoscopy, gastrostomy tube placement as well as lysis of adhesions. The patient had expired on (B)(6) 2017 due to end stage renal disease.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an umbilical hernia. It was reported that after implant, the patient experienced recurring peritoneal fungal infection with abscess, small bowel obstruction, nausea, peritonitis, vomiting, biliary dyskinesia, end-stage renal disease, malnutrition, heart disease, adhesions, scarring, fibrinous exudate, purulent discharge, inflammation, fibrosis, foreign body reaction, pain, and death. Treatment included CT-scan, medication, surgical removal of the mesh, peritoneal dialysis, peritoneal lavage and drainage, diagnostic laparoscopy, gastrostomy tube placement as well as lysis of adhesions. The patient had expired due to end stage renal disease. Relevant tests/laboratory data, including dates (b7) 20 feb 2017: op note history included notation that CT scans subsequently revealed a small bowel obstruction. 21 feb 2017: pathology report noted abdominal mesh with surrounding inflammation, fibrosis, and foreign body giant cell reaction.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an umbilical hernia. It was reported that after implant, the patient experienced recurring peritoneal fungal infection with abscess, small bowel obstruction, nausea, vomiting, biliary dyskinesia, end-stage renal disease, malnutrition, hypertension, heart disease, adhesions, scarring, fibrinous exudate, purulent discharge and pain. Treatment included surgical removal of the mesh, peritoneal dialysis, peritoneal lavage and drainage, diagnostic laparoscopy, gastrostomy tube placement as well as lysis of adhesions. The patient had expired on (B)(6) 2017 due to end stage renal disease.